Event description:
It was reported that in 2005, the pt's mother reported that the pt had increased spasticity. The pt's dose of medication was increased, but it was ineffective. A catheter dye study was done and showed the catheter to be patent; however, there appeared to be retrograde flow. The hcp felt this indicated that there was something wrong with the catheter, possibly a break. The catheter was replaced in 2006, and the pump was replaced at the same time due to anticipated end of life. The pt symptoms improved after replacement.